Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion details are unknown. The lesion was ablated with a rota device. The 12mm x 2.0mm nc quantum apex balloon catheter was advanced for pre-dilatation. Inflation was performed once to 23atms. During the second inflation, the balloon ruptured at 23atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The target lesion details are unknown. The lesion was ablated with a rota device. The 12mm x 2.0mm nc quantum apex balloon catheter was advanced for pre-dilatation. Inflation was performed once to 23atms. During the second inflation, the balloon ruptured at 23atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).